Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported the cycler alarmed for drain complications and air in the cassette detected during drain 3 of 5. Treatment was discontinued. When removing the cassette there was a hole in the back of the cassette and the solution had leaked all over the inside of the cassette door. The patient¿s peritoneal dialysis nurse later confirmed that the leak did not result in any adverse events and the patient¿s effluent remained clear. The patient did not complete treatment on the day of the event. The patient resumed continuous cycler-assisted peritoneal dialysis on the next day. The set was discarded.